Manufacturer narrative:
Concomitant medical products: biotronik lead, implanted: (B)(6) 2015. 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead, implanted in the his bundle, developed low r-wave values. At a subsequent lead revision, the patient's right bundle branch block was noted to have corrected with no left bundle branch block present. The physician elected to not revise the pacing lead but to connect it to the device's left ventricular port. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.